Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The usm came into failure analysis with a reported problem of error 23210 and error 23094 which was confirmed as having occurred the field, but not replicated. Logs recorded error 23210 pointing to the acu/acj in prox suj, and error 23094 pointing to axis 3. The usm was tested on an in-house system in normal mode with no triggered errors. The usm was also tested on a test platform where all tests passed. As a precaution, the insertion motor encoder (cva) printed circuit assembly (pca) will be replaced.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claims against the product, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. As such, the probable root cause cannot yet be determined based on the information provided. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that after a da vinci-assisted hemicolectomy surgical procedure, the system had a recoverable fault 29094 on the touchscreen. The customer already rebooted the system prior to contacting intuitive surgical, inc. (Isi) technical support. When customer pressed recover from fault, nothing happened. The isi technical support engineer (tse) asked the customer to power cycle/emergency power off (epo) the patient side cart (psc). The universal surgical manipulator (usm) 2 was still not operational after reboot. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.